Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the slack was taken up and the handle does not have evidence that the loop was secured to the post. Also, that the teeth were damaged and one band was overlapped. Additionally, the trip wire was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that due to the instructions for use of the device weren't follow the device could failed in the deployment of the bands. A labeling review was performed; it was found that the instructions for use of the device weren't follow since the trip wire was not secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Additionally, it has evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Secure trip wire in slot on handle unit", however, it was found that the wire was not secured to the handle. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2025, for the treatment of esophageal varices. During the procedure, when the physician attempted to deploy the bands, they would not release. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, when the physician attempted to deploy the bands, they would not release. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.